Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a broken stitch that caused the movement of the implantable neurostimulator (ins). It was noted that a revision of the bilateral ins occurred on 2013-(B)(6). It was noted that there was movement and flipping of the device. It was noted that the patient did require hospitalization due to the event. It was noted that the patient had a non-serious illness or injury as an outcome.

Event description:
Additional information received reported that the cause of the event was movement of the implantable neurostimulator (ins). It was noted that it was unknown if there was an issue with the ins or lead. It was noted that a revision of the bilateral ins occurred on 2012-(B)(6). It was noted that a right chest hematoma on 2012-(B)(6) required urgent evacuation of a right subcutaneous hematoma. It was noted that the patient required hospitalization due to the event. It was noted that the patient had an outcome of no injury and recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3387-40 lot# v001105, implanted: 2006 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3387-40 lot# j0424900v, implanted: 2004 (B)(6) product type lead (B)(4).

Event description:
It was reported that a patient was last seen in (B)(6) after a revision of a bilateral implantable neurostimulator in (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.